Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient tried to charge the implantable neurostimulator but couldn't get the patient controller to connect. Over the weekend of (B)(6) 2020, it wouldn't do anything and recharger was stuck in passive recharge mode. The patient tried multiple times, at ten minutes intervals, trying to connect and recharge the implantable neurostimulator but couldn't. A manufacturer representative checked the patient controller but couldn't get the patient controller to connect to charge the ins either. The patient was sent a replacement recharger. Additional information was received from a consumer and a manufacturer representative regarding the patient on (B)(6) 2020. It was reported that the patient has been trying to recharge without getting any communication. The patient has been having this issue for about the past two weeks, confirmed as july 2020. The patient performed one 10-minute passive recharge, and was currently on the second with 90s for the passive recharge numbers. The manufacturer representative entered tech mode on the patient controller and disabled/re-enabled the implantable neurostimulator. The implantable neurostimulator displayed that it was 8 0% charged. The patient controller was then able to connect to recharge normally and communicate with the implantable neurostimulator.